Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed stylet wire is confirmed but the exact cause is unknown. One 4 fr powerpicc single lumen catheter was returned for investigation. The stylet was observed to be protruding out of the distal end unraveled. Use residue was visible on the sample. Microscopic observation revealed the core wire of the stylet to be fractured near the distal end. Both segments of the fractured core wire had corresponding curvatures. The combined length of the two segments of core wire protruding past the catheter length measured to be 9 cm. The coil wire was observed to be broken at the stylet segment distal to the catheter end and proximal to the t-lock yellow cap. The distal weld tip of the stylet was intact with the coil wire tightly packed. Based on the condition of the returned sample, possible contributing factors include sharp instrument damage and retraction against resistance. As the sample was observed to be frayed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reby1952 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the delivery of the catheter was not smooth when puncturing, after which the catheter was removed and the stylet of the catheter was found to be unwound.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1952 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the delivery of the catheter was not smooth when puncturing, after which the catheter was removed and the stylet of the catheter was found to be unwound.